Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead incision site appeared red and it was not known if it was device or procedure related. The patient underwent debridement. During the procedure, the lead was found out to be frayed. The physician suspected malfunction on the lead and believed that the lead may have been frayed during the procedure. The physician explanted the lead and replaced with new one. The patient was doing well.